Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 50ml intravia containers were damaged. The damage was further described as "rubber on the IV port was old and degraded". The rubber fell out with minimal force. This issues was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H10: one (1) actual sample was received for evaluation. Visual inspection was performed using the naked which observed a white color in the injection site. A functional testing was performed with no issues noted. Additional inspection during the preparation of the functional test revealed that the rubber stopper had fallen off from the injection site. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause could be related to the environmental conditions where the product is stored and constantly exposure to any light (especially uv-light), oxygen, ozone, heat, humidity, any stress. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.